Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 312 mg/dl at the time of incident. The customer stated that the insulin was squirting out during the manual prime process. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not dropped, bumped or exposed to moisture prior to the compromised force sensor system alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, error test, rewind and displacement test. However, the insulin pump alarmed prime during basic occlusion due to slightly loose drive support disk. The insulin pump was received missing end cap sticker. The insulin pump was received with cracked case at display window corners, cracked reservoir tube and cracked battery tube threads. The insulin pump was received with minor scratches on lcd window.